Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer was cleaning the manifold nozzle of the wash station on the architect i1000sr module using a blood collection needle. After the use of the blood collection needle, the customer placed the needle into the protective cap and the needle popped out through the cap and stuck the customer¿s finger. The customer was proscribed retroviral medication to be taken after meals. There was no additional harm to the user reported.

Manufacturer narrative:
A customer was performing troubleshooting due to the architect i1000sr, serial number (B)(6) generating error code 3700. When cleaning the wash zone manifold nozzle with a blood collection needle then trying to recap the blood collection needle, the needle came out through the cap and punctured his gloved hand. The injury to the operator is attributed to abnormal use as the operator did not follow the appropriate corrective actions. Return testing was not completed as returns were not available. The service history of the (B)(6) verifies no subsequent issues have been reported related to the current issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation the architect i1000sr, serial number (B)(6) is performing as intended, no systemic issue or deficiency of the architect i1000sr was identified.

Event description:
The customer was cleaning the manifold nozzle of the wash station on the architect i1000sr module using a blood collection needle. After the use of the blood collection needle, the customer placed the needle into the protective cap and the needle popped out through the cap and stuck the customer¿s finger. The customer was proscribed retroviral medication to be taken after meals. There was no additional harm to the user reported.